Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to endocarditis infection. There were no additional adverse effects reported. A request for additional information was sent but no further information was received.&#1288;e product was explanted.